Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant possible intermittent atrial undersensing noted on the right atrial (ra) lead causing false termination of arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.